Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use the hub separated with an bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: on arrival for a routine blood test. Staff member gained verbal consent to proceed to obtain blood sample from the right arm on obtaining blood samples on the 3rd vacutainer the butterfly needle connector the white bit just came apart. Details of injury (to patient, or healthcare professional): nil damaged part was disposed of due to blood contamination. Action taken (includes any action by patient, or healthcare professional, or by the manufacturer or supplier) abandoned procedure and advised the patient would need to obtain last vacutainer to complete bloods and apologized as the connector had white piece had came apart. No other problems encountered during the procedure. Staff member looked at where it had came apart and it was not due to the connector it appeared that the white end of the connector had come apart in the middle. Advised the team and reported incident with verbal consent photograph taken where connector had come apart. Additionally, on 2020-08-06 the customer provided the following additional information: product number and lot number: lot: 9e08b1, exp: 05-2021. Date of event? (B)(6) 2020. Was the course of treatment changed? Treatment was completed using different venous puncture needles. Any medical intervention? Medical intervention was that the blood sample was obtained. Needle/probe stick? No harm was caused to patient or colleague. Safety issues? May have been contaminated with bodily fluids, i.e. : blood. Any other action taken? Reported on incident form. This email is to inform you that we had an incident with one of your products and have had to report it to the (B)(4).

Event description:
It was reported that during use the hub separated with an bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: on arrival for a routine blood test. Staff member gained verbal consent to proceed to obtain blood sample from the right arm on obtaining blood samples on the 3rd vacutainer the butterfly needle connector the white bit just came apart. Details of injury (to patient, or healthcare professional): nil damaged part was disposed of due to blood contamination. Action taken (includes any action by patient, or healthcare professional, or by the manufacturer or supplier) abandoned procedure and advised the patient would need to obtain last vacutainer to complete bloods and apologized as the connector had white piece had came apart . No other problems encountered during the procedure. Staff member looked at where it had came apart and it was not due to the connector it appeared that the white end of the connector had come apart in the middle . Advised the team and reported incident with verbal consent photograph taken where connector had come apart. Additionally, on 2020-08-06 the customer provided the following additional information: 1.product number and lot number = lot: 9e08b1 exp: 05-2021. 2.date of event? = (B)(6) 2020 3.was the course of treatment changed? = treatment was completed using different venous puncture needles. 4.any medical intervention? = medical intervention was that the blood sample was obtained. 5.needle/probe stick? = no harm was caused to patient or colleague 6.safety issues? = may have been contaminated with bodily fluids i.e. : blood 7.any other action taken? = reported on incident form. This email is to inform you that we had an incident with one of your products and have had to report it to the mhra.

Manufacturer narrative:
Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for separates with the incident lot was not observed. Additionally, 50 sets of retention samples from bd inventory were evaluated by visual examination and 8 sets were subjected to leak testing and no issues were observed relating to separates as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.